Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during set up for surgery, when the package was opened, the surgeon found that the tip of the "4.5mm full radius disposable blades" was dirty. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device no longer had original packaging. There was visible evidence of silver tarnish. Silicone is used in during manufacturing along with the silver-plating process. The silver plate surface may become discolored. Visual inspection indicated evidence of silicone and silver tarnish discoloration. To produce a device with less friction, silicone is used for additional lubrication between inner and outer blades. This may encourage subsequent tarnish of the silver. It has been determined that the excess silicone located at the bottom of the blade tip, or the appearance of discoloration will not impact the patient or end user. ¿surillium is the proprietary, silver coating that helps prevent shedding. It improves lubricity and allows for reduced frictional contact between the stainless-steel inner and outer blades. It also discolors when exposed to certain elements. The orange-red substance that's occasionally found on our blades and peaks curiosity of our customers is actually a silicone lubricant from the manufacturing process. ¿testing has confirmed that the silicone lubricant is biocompatible, non-toxic, non-irritating and non-sensitizing.¿ the silicone and silver improves performance of the device and has been determined to have no adverse effect on patient safety. A functional evaluation of the returned device is not applicable as a visual failure was reported. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the inspection process found that each component should be visually inspected for all non-conforming attributes defined in the procedure. It was determined the device contributed to the reported event. The complaint was confirmed, and the root cause was associated with component failure. Factors that could contribute to the reported event include exposure to elements over time which can lead to the discoloration. The blades are still biocompatible and non-toxic, despite the discoloration. No containment or corrective actions are recommended at this time.